Manufacturer narrative:
Sections with additional information as of 05-may-2020: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Customer will return products after covid-19 quarantine.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-57: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with all tests results obtained and meter to meter comparison of 363mg/dl using true metrix air meter versus 138mg/dl using another meter. The expected ¿am¿ fasting blood glucose test result range is 100-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 233 and 363mg/dl fasting using true metrix air meter. The test strip lot manufacturer¿s expiration date is 08/31/2020 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history (date not set): (B)(6). Customer did not disclose fasting or non-fasting state on each result.